Event description:
It was reported that the dreamstation auto CPAP device allegedly did not work, had a black smoke smell, and black smoke coming out of the machine while in use. There was no reported patient harm. The device was returned to the pil lab for further investigation. During the investigation, pil observed a pinkish-colored contaminant on the top enclosure. Fiber like contamination was observed on the top enclosure. A light-grey colored residue was observed on the top enclosure and rear panel. The user most likely installed a third-party blower box that did not contain any foam indicating potential user tampering. The flow sensor was not seated correctly, due to the blower box size being off. The bottom enclosure contained a dust-like contamination. The blower box had a broken support and wire secure. Evidence of sound abatement foam degradation was not observed due to the original blower box not being present. During the investigation of the humidifier, pil observed the flip-lid seal and dry box seal had dust-like contamination on them. Fiber-like contaminants were observed in the bottom enclosure. There was no visible damage or functionality failures of the humidifier, which suggests that the source of contamination was external. Pil confirmed no presence of degraded sound abatement foam. Pil was unable to directly address the symptoms. Pil cannot confirm the complaint of the machine not working, black smoke smell, and black smoke coming out of the machine. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.